Event description:
It was reported that there was decreased sensing and the physician assumed there was a myocardial lead perforation. The active fixation right ventricular (rv) lead was explanted and replaced by a passive lead. No further patient complications have been reportedas a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).